Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved trend analysis, an analysis of information provided by the user/third party, and that the device was not returned. A fracture problem was identified; however, the cause remains unestablished. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that a tn fusion was performed on (B)(6) 2025 where the ultra 18×18 and ultra 20×20 staples broke approximately 3-4 months post operatively. The tn fusions that have broken had a construct of centralized 4.0 headless screws and ultra staples both medially and laterally. The facility reported that the broken implants were removed, with some cases requiring replacement using competitor hardware, while others had the broken staples removed without replacement. Delayed unions and non-unions were reported. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a tn fusion was performed on (B)(6) 2025 where the ultra 18×18 and ultra 20×20 staples broke approximately 3-4 months post operatively. The tn fusions that have broken had a construct of centralized 4.0 headless screws and ultra staples both medially and laterally. The facility reported that the broken implants were removed, with some cases requiring replacement using competitor hardware, while others had the broken staples removed without replacement. Delayed unions and non-unions were reported.